Event description:
Procedure type: complex abdominal wall repair and necrotizing pancreatitis. According to the reporter: using it with necrotizing pancreatitis, the implant cuts when applying knot of suture on its peripheral end leaving 2 cm space overlap with abdominal wall tissue. The case was delayed around 45 minutes. Pt event was not directly related to the device. Pt reports are confidential and will not be available for review at this time.

Manufacturer narrative:
(B)(4).